Event description:
It was reported that, the patient with this right atrial (ra) lead was referred from the implantation facility for heart failure treatment. A device check was performed in order to upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system, and loss of capture (loc) was found on this ra lead. Subsequently the ra lead was explanted as it does not improve after changing the output to maximum. A dislodgment was suspected as there was no problem with the resistance value. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An extracting stylet was returned stuck in the lead. It was noted blood/body fluid in the lumen due to damaged insulation. Additionally, it was noted cuts in insulation, likely explant damage and noted puncture holes in the outer insulation, likely explant damage. Stretched and deformed coils were also noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the patient with this right atrial (ra) lead was referred from the implantation facility for heart failure treatment. A device check was performed in order to upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system, and loss of capture (loc) was found on this ra lead. Subsequently the ra lead was explanted as it does not improve after changing the output to maximum. A dislodgment was suspected as there was no problem with the resistance value. No additional adverse patient effects were reported.